Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots on the alleged failure date. During a visual inspection of the pump, corrosion due to moisture was observed on the battery cap, and the battery compartment was found to be cracked. The battery cap secured properly to the pump to maintain power, and a power loss was not duplicated during testing. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress or intermittent connections was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump was intermittently losing power. Allegedly, the battery compartment threads were damaged, the yellow o-ring on the battery cap was visible while attached to the pump, and the reporter noted evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.